Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was prepared and fluoroscopy was checked. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. Baseline was normal sinus rhythm. During the procedure, the valve was required to be recaptured and able to be implanted successfully with controlled pacing at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). Echocardiogram (echo) revealed mild paravalvular leak (pvl). Post-implant balloon valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. Pvl was reduced to trace with a final gradient of 2.5mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.